Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that experiencing diabetes and admitted in hospital for 1 day. After releasing customer was not feeling well and treated by insulin drip in intensive care unit. Blood glucose level was 173 mg/dl and history was not cleared exactly what happened. Customer passed self test but failed displacement test. It was unknown that if insulin pump was auto mode. Insulin pump will not be returned for analysis.